Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: e1; g3; h2; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be analyzed as the substance was not available for sampling. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced black oily substance in the channel during reprocessing. There were no reports of patient involvement.